Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. There are no signs of a sharp surface and/or damage at the nozzle and distal end of the scope that could likely cause the patient's outcome. A review of the device instrument history found that the device was last refurbished on (B)(6) 2015. In addition, an endoscopy support specialist (ess) has been dispatched to the user facility to perform an in service and to review the user facility's reprocessing techniques. The instruction for use states, "do not strike, bend, hit, pull, twist, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/ or perforation. It could also cause parts of the endoscope to fall off inside the patient." If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that at the beginning of an endoscopy (egd biopsy) procedure, there was bleeding observed from the patients esophagus. The user facility alleges that there was a sharp edge in the water channel that scratched the patient's left posterior pharynx. The intended procedure was completed using a smaller scope. It is unknown if the patient required medical or surgical intervention. No further information was provided.